Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was surgically abandoned and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).